Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 8.7 mmol/l versus 6.8 mmol/l meter to lab. Tests were done within 5 minutes with a different of 28%. Patient did not experience any adverse events. No further information has been reported.